Manufacturer narrative:
The customer's meter was received for investigation. The meter could not be powered on. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) and battery contacts were contaminated with liquid from a leaking battery. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter stated when she changed the batteries, there was "battery acid" inside the compartment of her meter. The customer states now when she turns on the meter, the segments of the display are not clear. When the "I" is held down, the segments are missing in the results field. This could lead to a misinterpretation of results. There was no allegation of any actual misinterpretation of a result.